Manufacturer narrative:
(B)(4) - bleeding from beneath valve. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the valve was explanted due to bleeding noted after coming off cardiopulmonary bypass. According to the operative report, the patient is a (B)(6) year-old with progressive shortness of breath and fatigue with a preserved ejection fraction and severe concentric left ventricular hypertrophy with critical aortic stenosis. She had marked mitral annular calcification and what appeared to be moderate mitral insufficiency. She appeared to have rheumatic aortic and mitral disease but her anterior leaf of the mitral valve functioned quite well and had good mobility by echocardiogram. Once arrested and cold, a transverse aortotomy was performed and the aortic valve was inspected. It was heavily calcified, fibrotic, and trileaflet. Each leaflet was gently excised down to the annulus. The annulus was circumferentially debrided and we swept the outflow tract with thumb sponges and irrigated aggressively and placed circumferential 2-0 sutures, sizing to a 21-mm valve. The valve was lowered nicely into position and the sutures were inspected, tied, and cut. Once warm and ventilating, the patient was slowly separated down from bypass. The bioprosthetic valve was functioning normally and overall lv function was normal. At that time, noted was bleeding over by the left atrial appendage that was slow but persistent. On careful extended examination, it became worrisome that there was bleeding from the annular level of the aorta and tracking over to the left atrial appendage. After 90 minutes of exploring this area, trying to find the source, despite the fact that the aortic valve seated quite nicely, they had to recannulate, re-gave heparin, and went back on bypass. They very carefully inspected the area lateral to the pulmonary artery near the left atrial appendage and at times felt that there was a distinct surgical bleeding site at this level. Multiple pledget sutures were placed in this area but this was not controllable. At that point, it was decided that the best diagnosis was an annular level leak below the aortic valve. At that point, they replaced an antegrade cardioplegia cannula, gently placed aortic cross clamp and re arrested the heart, opening the transverse aortotomy. A very small 1-mm to 2-mm slice at the junction between the muscular septum and the mitral curtain was found. A suture was placed below the valve, hoping to close the defect. Patient was separated from cardiopulmonary bypass once again; however, this did not control the persistent bleeding. It was decided to remove the valve. A pledgeted suture in mattress fashion was placed over the defect and a smaller edwards bioprosthetic valve was implanted. This site appeared dry at this third separation and the aortic valve was functioning normally. The heart was fully de-aired and lv and rv function were at baseline. The valve had no perivalvular leak. Per the health-care provider, the reason for removing the valve was patient related and not related to a device malfunction.